Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), bladder disorder ("bladder problems"), nervous system disorder ("neurological problems"), inflammation ("inflammation"), abdominal distension ("weight gain/bloating looks like I'm pregnant") and pain ("pain") and was found to have weight increased ("weight gain/bloating looks like I'm pregnant"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menorrhagia, pelvic pain and bladder disorder outcome was unknown. The reporter considered abdominal distension, bladder disorder, inflammation, menorrhagia, nervous system disorder, pain, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones reported via social media : pelvic pain, genital haemorrhage . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new evenst - neurological problems, inflammation, weight gain/bloating looks like I'm pregnant, pain and reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and bladder disorder ("bladder problems"). The patient was treated with surgery (essure removal). At the time of the report, the genital haemorrhage, pelvic pain and bladder disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones reported via social media: pelvic pain, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media content received: reporter added. Event added- bladder problems. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.